Event description:
It was reported that during a da vinci-assisted left partial nephrectomy procedure, the renal tumor was resected, and the renal parenchyma was closed in two layers. When the renal artery was unclamped, there was arterial bleeding observed from the sutured part in the renal parenchyma. Due to difficult hemostasis, the procedure was converted to open nephrectomy to contain the bleeding. The amount of bleeding was 760 ml. The patient was transfused with 250 ml of albumin 5%. The hospital stay was prolonged as a result of the complication. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. There is no RMA associated with this complaint. Also, there is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, the complaint will be reopened and re-evaluated. As of (B)(6) 2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. No technical review/ additional technical review was required based on complaint type. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted left partial nephrectomy procedure, there was arterial bleeding observed from the sutured part in the renal parenchyma. Due to difficult hemostasis, the procedure was converted to open nephrectomy to contain the bleeding. The amount of bleeding was 760 ml. The patient was transfused with 250 ml of albumin 5%. The hospital stay was prolonged as a result of the complication. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Fields are not applicable.